Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a posterior intravaginal sling, posterior colporrhaphy with xenograft perineoplasty. The concomitant implants were an ivs tunneller, bard pelvisoft¿ acellular collagen biomesh 4 x 7 cm. On (B)(6) 2015: stress incontinence, dyspareunia, and frequency, uti, dysuria, urine infections physical examination shows significant lower abdominal pain and tenderness, grade 1 cystocele, grade 1 rectocele, and probable midline mesh with associated tenderness, palpate to be scarring and possible mesh material somewhere in the mid vaginal area and some scarring at the perineal body in the posterior vagina area as well and she was extremely tender in that area to palpation. Mesh revision (ivs tunneller, pelvisoft) surgery: was completed on (B)(6) 2015: underwent release of anterior and posterior vaginal scarring with removal of scar tissue and mesh and cystoscopy and vaginal wall reconstruction for chronic pelvic pain, retained mesh, vaginal vault prolapse, stress urinary incontinence, and dyspareunia under general endotracheal anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.